Manufacturer narrative:
An 0x67 alarm was found in the device data download indicating that an occlusion occurred. Numerous timeouts were also present in the data download. Investigation found kinks in the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. Although the cannula was damaged, the timing and cause of the damage is unknown. A scratch was found on the tube nut and a gouge was found on one of the legs of the commutator cap. Although damage was found, it could not be determined it contributed to the reported event. Cracks were found in the upper housing. While the damage was found, it would not contribute to a failure of the pod¿s ability to deliver insulin.

Event description:
It was reported while a patient was wearing a pod for longer than 48 hours their blood glucose level rose to 494 mg/dl. As treatment, the patient administered a shot of (7u) of insulin followed by another (8u) in the morning.